Event description:
Prior to use it was reported that the gvl 3 stat was broken at the tip. The packages were unopened and the pieces were within the package. No patient injury.

Manufacturer narrative:
The customer found a total of two gvl 3 stat from the same lot that had a broken tip. The two broken gvl 3 stat have been returned to verathon for investigation. The other broken gvl 3 stat is being reported under 9615393-2014-00044.